Manufacturer narrative:
Device evaluated by MFR.: charger 12.0 x 60, 75 cm device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was observed in the balloon body which is an indication that there was a leak. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located approximately 15 mm from the proximal of the proximal markerband. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 12.0 x60, 75cm charger balloon catheter was advanced for dilatation. However, when the balloon was inflated at 3 atmospheres, the balloon ruptured. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. A 12.0 x60, 75cm charger balloon catheter was advanced for dilatation. However, when the balloon was inflated at 3 atmospheres, the balloon ruptured. There were no patient complications nor injuries reported.